Event description:
Phuong nv, cong thanh n, keserci b, sang nv, minh duc n. Mechanical thrombectomy treatment of basilar artery occlusion within 24 hours of symptom onset: a single-center experience. La clinica terapeutica. 2022;173(5):400-406. Doi:10.7417/CT.2022.2454 medtronic literature review found reported of death as a cause of symptomatic intracerebral hemorrhage, acute kidney injury, and mild hypersensitivity in association with solitaire thrombectomy. Successful recanalization occurred in all patients, however only 44.9% of patients had favorable outcomes. The purpose of this article was to evaluate the efficacy, safety, and predictive factors for clinical outcomes of mechanical thrombectomy (mt) performed within 24 hours of stroke onset in patients with basilar artery occlusion (bao). The authors reviewed 49 cases of patients treated for basilar artery occlusions using solitaire mechanical thrombectomy. Of the 49 patients, the average age was 67 years, 12 were female and 37 were male. Nine patients received recombinant tissue plasminogen activator (rtpa) as bridging before the mechanical thrombectomy. The average number of passes with the thrombectomy device was 2. The article does not state any technical issues during use of the solitaire. In addition,  3 patients had developed an nihss score of 0 post procedure, 12 patients had marked improvement of nihss score less than or equal to 10, and 22 patients has a mrs score of greater than or equal to 2 at 3 months. Mortality at discharge included 17 patients. After 3 months, 22 patients had favorable outcomes. The following intra- or post-procedural outcomes were noted: symptomatic intracerebral hemorrhage leading to death in 5 patients acute kidney injury in 4 patients mild hypersensitivity reactions in 4 patients vessel rupture in 1 patient unrelated to the solitaire device.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID unk-nv-solitaire (unknown serial/lot); product type: implant date n/a; explant date n/a product ID unk-nv-solitaire (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: phuong, n. V., cong thanh, n., keserci, b., sang, n. V., & minh duc, n.. Mechanical thrombectomy treatment of basilar artery occlusion within 24 hours of symptom onset: a single-center experience.. La clinica terapeutica 173(5):400-406 2022. Doi:10.7417/CT.2022.2454 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.